Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer: a patient underwent an endoluminal biopsy with multiple tools including a 23g needle, 21g needle, and cryoprobe. After biopsies a bronchoalveolar lavage was performed with bloody return. Repeat bronchoalveolar lavage revealed no bleeding. The ion catheter was removed and manual bronchoscopy was performed and again confirmed there was no bleeding and the bronchoscope was removed. Ventricular tachycardia was then noted prompting resuscitative measures including CPR. Bleeding was noted in the endotracheal tube after initiation of CPR. Hemostasis was achieved with manual bronchoscopy with wedging of the bronchoscope into the bleeding airway and instillation of iced saline and tranexamic acid through the bronchoscope. Rosc was achieved and supportive measures were instituted including transfusion of blood products. Vasopressors were not required and adequate oxygen saturations were maintained. Echocardiogram noted inferior and septal wall motion abnormalities but troponins were negative and MRI noted no wall motion abnormalities. Left heart catheterization revealed no obstructive coronary artery disease. The patient was stabilized and successfully liberated from mechanical ventilation later the same day and discharged home on day 4 with a cardiac event monitor. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of (B)(4) bronchoscopies the total number of any complications was reported to be (B)(4)) including (B)(4) arrhythmias (B)(4)) and (B)(4) total deaths ((B)(4)). A multicenter study reported (B)(4)) complications with no arrhythmias nor deaths associated with (B)(4) cases. A prospective multicenter international study of (B)(4) reported (B)(4) associated death (B)(4)) and no arrhythmias. Another survey-based study of 103,978 bronchoscopies described (B)(4)) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in (B)(4) patients reported an overall adverse event rate of (B)(4) including a rate of (B)(4) of any arrhythmia and (B)(4) death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including (B)(4) cases reported no cardiac events. With regards to bleeding, the retrospective study of (B)(4) bronchoscopies also reported 21 episodes of hemoptysis of > 50 ml (B)(4)) and (B)(4) episodes < 50 ml (B)(4)). The prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of (B)(4) overall and a ctcae grade 2 or greater bleeding rate of (B)(4). A single center retrospective review of (B)(4) bronchoscopic biopsies reported a severe bleeding rate of (B)(4) with a higher rate in more central lesions. The recent meta-analysis of navigational bronchoscopy in (B)(4) patients reported bleeding of any severity in (B)(4) of all cases. Given the available data the initial bleeding prior to CPR was not major and hemostasis was achieved. Severe bleeding was noted only after CPR. Thus, it is possible the arrhythmia requiring CPR was the triggering event that contributed to the development of severe bleeding. However, it is possible spontaneous recurrent bleeding was the triggering event also the available data makes it less likely. There was no malfunction of the ion system, instruments or accessories. In either scenario, the available data is consistent with the adverse event being procedure related and not associated with the ion system, instruments or accessories. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
A patient underwent an endoluminal biopsy with multiple tools including a 23g needle, 21g needle, and cryoprobe. The biopsied lesion was a 12x6 mm solid component in the left upper lobe (lul), 2 cm from the pleura. After biopsies, a bronchoalveolar lavage was performed with bloody return. Repeat bronchoalveolar lavage revealed no bleeding. The plan was to move from the left-sided lesion to the right-sided one, but no biopsy of the right nor linear endobronchial ultrasound (ebus) were performed due to the event. The ion catheter was removed, and manual bronchoscopy was performed and again confirmed there was no bleeding, and the bronchoscope was removed. Ventricular tachycardia was then noted prompting resuscitative measures including cardiopulmonary resuscitation (CPR). Bleeding was noted in the endotracheal tube after initiation of CPR. Hemostasis was achieved with manual bronchoscopy with wedging of the bronchoscope into the bleeding airway and instillation of iced saline and tranexamic acid through the bronchoscope. Return of spontaneous circulation (rosc) was achieved and supportive measures were instituted including transfusion of blood products. 3 units of blood were given (2 units red blood cells, 1 platelets). Loss of blood was estimated to be 300 cc in the suction trap (< 30 cc saline). Vasopressors were not required, and adequate oxygen saturations were maintained. Echocardiogram noted inferior and septal wall motion abnormalities, but troponins were negative and magnetic resonance imaging (MRI) noted no wall motion abnormalities. Left heart catheterization revealed no obstructive coronary artery disease. The patient was stabilized and successfully liberated from mechanical ventilation later the same day and discharged home on day 4 with a cardiac event monitor. The biopsies were non-diagnostic. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.